Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited a lot of noise and low amplified p waves. No additional adverse patient effects were reported.